Event description:
It was reported that post-implant of the device system the patient experienced syncope. This lead exhibited loss of capture and lead dislodgement was suspected. The patient underwent lead revision on (B)(6) 2024. The lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that post-implant of the device system the patient experienced syncope. This lead exhibited loss of capture and lead dislodgement was suspected. The patient underwent lead revision on (B)(6) 2024. The lead remains in service and no additional adverse patient effects were reported. Additional information received indicated that the patient had experienced chest pain (left side) on (B)(6) 2024, and went to the emergency room. Approximately one week post lead revision, the pacemaker alerted due to low rv amplitude (decreased from 9.5 mv to 2.6 mv) and some rv undersensing was present on stored electrograms. On (B)(6) 2024, the patient was seen for follow-up at which time she was experiencing a thumping sensation to her chest when lying on her left side (questionable phrenic stimulation). Ventricular undersensing and inappropriate pacing were noted on stored device data and intermittent ventricular capture was noted at 7.0 v at 0.4 ms. The pacemaker was programmed to aai 50 beats/minute. Additional imaging did not show that the lead had moved. The on-call physician did not feel that a new rv lead was warranted as the patient likely had sinus node disease and it was recommended to review the patient in three and six months. Rv lead revision could be considered in the future should the patient present with evidence of a-v node disease.